Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they had an MRI yesterday and they failed to turn their stimulation off for the MRI. The patient stated since the MRI, it felt like electricity was going all through their body; patient stated it was like "pins and needles sticking me all over" and that it felt like it was "in my ass, in my hair, my eyes and everything". The patient further clarified that they were feeling it all over their body and in their bike seat and that the sensation was worse today than it was yesterday when they got home from the MRI. Patient stated they'd been able to shut the implanted system entirely off but it was still happening and that they'd called their managing health care provider office yesterday and they told the patient they would call a "harry" (patient stated they thought harry was a representative) but they hadn't heard from harry or from anyone. Patient services redirected the patient back to their managing healthcare provider to further address the issue and to check the implanted system. Agent sent an email to the field to notify them of the situation. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.